Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address metallosis. Some tissue was stained darkly, but it was not a fulminant metallosis reaction. Corrosion was noted at the trunnion on the femur.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address metalosis. Some tissue was stained darkly, but it was not a fulminant metalosis reaction. Corrosion was noted at the trunnion on the femur. Update 5/3/2012 litigation papers allege high concentrations of various metallic elements in his blood. Update 3/13/2013 - plaintiffs preliminary disclosure form was received, which identified part/lot information and correct date of implant. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.